Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery during prime. Blood glucose value was 303 mg/dl. He changed the infusion set 2 or three times and was still receiving no delivery alarms. The customer disconnected and reconnected the infusion set and reservoir and was able to prime without a no delivery alarm. The customer declined troubleshooting for motor error alarm. Most recent blood glucose level was 383 mg/dl. It was advised to treat with a bolus. The device will not be returned for analysis.